Manufacturer narrative:
H3: other; device not returned to manufacturer. The investigation of this complaint was very limited because no sample or photo was provided. The customer was claiming damage to the product was caused by warehouse operator. The warehouse process at the reporting customer facility is out of control of the device manufacturer. There is nothing that can be further investigated by the manufacturing site. The reported incident was not related to the manufacturing process therefore no device history record (DHR) review was performed.

Event description:
It was reported that the device had been accidentally damaged by the warehouse man during inventory and was unusable/not fit for clinical use and would no longer be delivered. There was no patient involvement and no patient harm/adverse event reported.